Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: the dermatome was manufactured the 15, june 2015. The maintenance date according to the laser marking on the dermatome 2016-09. Several impaction marks can be found. Furthermore, rust, corrosion and staining can be found on the head of the dermatome. A cutting test has been performed. No deviation could be found. The functionality is given. The described failure pattern could not be reproduced. The device history file been checked and found to be according to the specification valid at the time of production. There is no indication for a manufacturing error or material defect. According to the IFU a yearly maintenance has to be performed. Based on the information available as well as a result of the investigation the root cause of the failure is most probably user related. A CAPA is not necessary.

Event description:
Country of complaint: ireland. It was reported that dermatome did not take a graft properly and it just took random pieces of skin from the patient. A stripe of skin was not harvested in the middle of the graft.